Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed.  If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. The device history record (DHR) for the lot number 30022859l has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for premature ventricular contractions (pvc) with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis and blood transfusion. During ablation phase, the physician observed a cardiac tamponade. Pericardiocentesis was performed and 1.2 lt of blood was drained from the pericardium. The patient received blood transfusion due to the big blood loss. Extended hospitalization was required for observation purposes. There¿s no information regarding patient¿s outcome or physician¿s causality opinion. It is unknown if transseptal puncture was performed. The information regarding generator parameters, overall time for ablation, last ablation cycle at the site of injury as well as the catheter irrigation settings was unknown. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.